Manufacturer narrative:
Complaint conclusion: as reported, the tail end of a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) was broken and there was a failure to fill. The luer hub was reportedly intact, but during balloon inflation, the stent could not be deployed, and contrast agent leaked. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. The target lesion was the vertebral artery which had severe calcification, mild tortuosity, and 80% stenosis. The device was stored and prepped according to the instructions for use (IFU). There were no difficulties removing the stylet or any sterile packaging components. This incident occurred inside the patient; however, the device was easily removed in one piece, with the stent still attached to the delivery system. The device was returned for analysis. A non-sterile ¿blue/aviator plus 4x12/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection was performed, no damages were visible on the hub via the naked eye. The stent was in the manufacturing position, properly mounted on the balloon, which was received uninflated. No other outstanding details were noticed. A functional test was performed. An inflator/deflator device was attached to the inflation port. During the balloon inflation test, positive pressure was applied using the inflator/deflator device to reach the rated burst pressure. However, balloon inflation was not possible due to a leakage through a crack in the luer hub. The cracked area on the hub showed evidence of fatigue striations. These striations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength, leading to the crack. A ¿luer hub cracked¿ condition was confirmed during analysis of the returned device as a leakage was noted coming from the crack during functional analysis. Vision system analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is often the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the tail end of a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) was broken and there was a failure to fill. The luer hub was reportedly intact, but during balloon inflation, the stent could not be deployed, and contrast agent leaked. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. The target lesion was the vertebral artery which had severe calcification, mild tortuosity, and 80% stenosis. The device was stored and prepped according to the instructions for use (IFU). There were no difficulties removing the stylet or any sterile packaging components. This incident occurred inside the patient; however, the device was easily removed in one piece, with the stent still attached to the delivery system. The device will be returned for evaluation. Addendum: product evaluation revealed that the leakage is due to a crack on the luer hub of the aviator plus sds.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tail end of a 4mm x 12mm palmaz blue on aviator plus stent delivery system (sds) was broken and there was a failure to fill. The luer hub was not cracked, but during balloon inflation, the stent could not be deployed, and contrast agent leaked. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. The target lesion was the vertebral artery which had severe calcification, mild tortuosity, and 80% stenosis. The device was stored and prepped according to the instructions for use (IFU). There were no difficulties removing the stylet or any sterile packaging components. This incident occurred inside the patient; however, the device was easily removed in one piece, with the stent still attached to the delivery system. The device will be returned for evaluation.